Event description:
It was reported that the patient presented to the emergency room with chest pain and interrogation showed there was a lead warning for the right atrial (ra) lead having high impedance of greater than 4000 ohms. There were also 1,043 mode switches and 398 atrial high rate episodes recorded. The ra lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: vedr01 implantable pulse generator (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient presented with dizziness. High impedance was again noted. Follow up indicated that the patient has not yet followed up with their physician, thus no intervention has taken place.